Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-062: user had poor technique. Note 1: manufacturer contacted customer in a follow-up call on 05-jun-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. Note 2: this complaint event took place outside of the united states (united kingdom). Manufacturer acknowledges the lateness of this report and initiated the necessary corrective action. Manufacturer corrective action number: CAPA-23-002.

Event description:
Patient/user reported complaint for the control test being out of range (high). Patient/user reported that they had obtained a control test result of 3.6 mmol/l using the true metrix control solution level 1. The acceptable range for the level 1 solution is 1.1-2.8 mmol/l according to the label on the test strips. Test strip lot and control lot information was not provided, serial number for the meter was provided. Patient/user did not inform that a serious injury or event occurred, customer concern was the control solution results only and no medical attention associated with the use of the product reported, therefore no incident occurred.